Manufacturer narrative:
(B)(4). Procode: phx. Visual examination of the returned product identified damages, nicks, scratches, wear and strike marks. It is confirmed that the impactor pad has fractured with all the pieces being returned. Analysis of the fracture surface confirms that the fracture is consistent with overload fracture. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, the plastic screw-on tip of the impactor fractured. Patient did not experience any harm as a result of the event. Attempts have been made and no further information has been provided.